Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a pacemaker was inserted due to the patient having a history of unspecified atrio-ventricular (av) block. The pacemaker was removed due to the patient's native rhythm appearing. However, four days following the implant of the transcatheter bioprosthetic valve, second degree atrio-ventricular (av) block occurred and the patient experienced syncope. An emergency temporary pacemaker was placed and the patient's native rhythm appeared again. One day after, a permanent pacemaker was implanted. No additional adverse patient effects were reported.